Event description:
It was reported that following implantation of a urethral support sling and anterior mesh product in (B)(6) 2010, the pt is experiencing urinary incontinence. The pt indicated that her physician told her that the device has shrunk. The physician's name and info were withheld by the pt. No add'l details regarding diagnosis or treatment was provided by the pt.

Manufacturer narrative:
The device history record for the reported lot number was reviewed and nothing was found that may have caused or contributed to the reported event. The instructions for use which accompanied this device stated in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The instructions for use states under precautions: "the mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes." The instructions for use were amended in (B)(6) 2010 to indicate in the adverse events section: "complications associated with the proper implantation of the mesh may include, but are not limited to those typically associated with surgically implantable materials, including: inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).